Event description:
On (B)(6) 2012, repair of an infrarenal aaa was undertaken in a morbidly obese male with a zenith endograft. Aptus endoanchors were used due to the patient's complex anatomy, notably a short proximal neck/sealing zone. The procedure was undertaken in an operating room making use of a portable c-arm for fluoroscopic visualization. The patient's size combined with the portable c-arm for fluoroscopic visualization. The patient's size combined with the portable c-arm yielded poor image quality and required extended fluoroscopy time. Following implantation of the zenith endograft, two endoanchors were successfully placed in the sealing region of the endograft within the most proximal stent. Poor visualization prevented confirmation of proper apposition of the helifx applier against the endograft on the third anchor, and this led to a mis-deployment in which the endoanchor was not secured within the graft or vessel wall. Due to gravity and the patient's supine position on the table, the endoanchor came to rest on the posterior wall of the aorta. The physician's intent was to snare the loose anchor and retrieve it from the aorta. Prior to this, however, he performed a completion angiogram that indicated initial inadvertent cranial deployment of the zenith graft, partially occluding the right renal artery. As the restoration of renal blood flow was deemed more immediately critical than retrieval of the endoanchor, attention was turned to cannulating the partially occluded renal artery to balloon and possibly stent the ostium. During these maneuvers, due to the extended fluoroscopy time noted above, the c-arm overheated and shut down. The decision was made to transfer the patient, who was still intubated, to an ir suite where the renal cannulation and stenting could be performed. Femoral access sites were closed and the patient moved to the ir suite, where brachial access was obtained. Initial fluoroscopy revealed that the loose endoanchor had not migrated from its original location. The renal artery was successfully accessed and stented via the brachial access, with good angiographic result. Attention was then turned back to the endoanchor, which was snared without difficulty. However, because femoral access was not re-established, and the brachial access was too small (7fr) to retrieve the endoanchor (3mm diameter x 4.5mm length), the decision was made to move the anchor to a low-risk position within the peripheral vasculature. The physician placed a guide wire through the snare and anchor, and advanced them over the wire into a small branch off of the hypogastric artery, where it would remain permanently immobile. The physician stated that the patient's pelvis was well vascularized and that he believed placement of the anchor in this small hypogastric branch would not result in any adverse sequelae to the patient. There is no evidence to suggest a device defect or malfunction with the helifx system or endoanchor implant.